Event description:
The pump was reported to turn on and off by itself while running at 100ml/hr in the hosp in-house bio-med shop. It was also reported to turn on and off by itself when sitting on a shelf and not running. The pump arrived at the bio-med shop with a note stating "defective". It is not known where the pump was being used and no clinical contact is available. No add'l details are available regarding pt use, medical intervention, or if the pump turned off during an infusion. No pt injury reported. No add'l details available.